Event description:
A hospital in (B)(6) reported, via a distributor, that the heater wire pin of an rt200 adult breathing circuit was bent. The heater wire adaptor could not be connected to the breathing circuit. This was found before pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for the similar product is k983112. The returned rt200 adult breathing circuit was visually inspected for bent pin and tested to see if it could be connected to a heater wire adaptor. A heater wire adaptor could not be connected to the heater wire socket in the inspiratory limb. A visual inspection revealed that a heater wire pin was bent. This prevents the adaptor from connecting to the heater wire socket. A lot check revealed one other complaint of this nature for this lot number. It is possible for the user to bend the heater wire pins of the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do no preclude ventilation of the pt, but prevents the heating of the gas delivered. (B)(4).